Manufacturer narrative:
Customer reported that chemstat crea were higher vs. Lab analyzer and provided correlation study data of total 41 samples involving 3 gem premier chemstat analyzers and four gem pemier chemstat paks (along with regression analysis results using clia ±0.2/10% error limits). The corresponding pak data provided from customer was reviewed and regression analysis per our product claim of ±0.3/15 was conducted. In general, chemstat correlated well vs. The lab analyzer, except for four samples from pak 19810 on ed_pod_3 analyzer (s/n (B)(6). Further investigation found there was a rare extreme high crea sample tested on that pak (sid#(B)(6) @ (B)(6) 2025 12:43), likely compromised the interference rejection layer of the creatinine sensor, which resulted in elevated sample results of sid# (B)(6) tested between (B)(6) 2025 19:00 to 21:41. The sensor was recovered after the iqm process @ 2/15/25 3:00 am. Other than what is described above, no other pak performance issues were identified during the sample testing. We recommend using our product claim (±0.3/15%) to assess the method correlation for crea as the biomatrix variation from sample to sample are different between chemstat and the lab analyzer and they could add additional error to the method bias. The ±0.2/10% is suitable for crea performance assessment in proficiency study. The manufacturing records were reviewed for the gem premier chemstat (cartridge serial #'s (B)(6) which demonstrated that the chemstat cartridge was found to pass all manufacturing and qa specifications. A review of the complaint database reveals there is no trend excursion pertaining to the reported failure mode.

Manufacturer narrative:
This is an initial report. Investigation is in process. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that creatinine results from a gem premier chemstat pak (cartridge) were running high based on patients' clinical diagnosis. Results were also correlating high compared to their core lab analyzer. Customer results were reported. No further patient impact has been reported.